Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, there is no other complaints reported for this failure mode within this lot. The complaint device was not returned to the MFR due to being infectious; therefore, a device eval could not be performed. A clinical assessment was conducted by the volcano corporation scientific affairs department. The results of the assessment are summarized below: there were no reports of pt injury. No add'l intervention was required to remove the wire and catheter. The only implication noted was loss of guidewire positioning resulting in a delay of the case. A delay in the case may be associated with add'l radiation exposure and contrast volume; however, the add'l radiation exposure and contrast volume received is typically insignificantly over the length of the entire case. The risk associated with loss of guidewire positioning in a coronary case is higher than a peripheral case. Repeated coronary introduction and manipulation potentially increased the risk of arrhythmia (not the case for peripheral interventional), vasospasm and intimal damage. Coronary artery vasospasm and intimal disruption may result in myocardial ischemia and/or injury, so the consequences have the potential to be more significant as compared to those encountered in peripheral arteries. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action required at this time.

Event description:
It was reported that the user experienced difficulty crossing the lesion with the wire. A micro catheter was used with the wire to successfully cross the lesion. Upon removal of the micro catheter, some resistance was met. The micro catheter was re-inserted into the body and another attempt was made to remove the wire; however, there was still resistance inside the micro catheter. As a result, the wire and the micro catheter were removed together as a single unit. There was some cylindrical material attached around the change point of distal coating and proximal coating of the shaft. The cylindrical material (possibly torn coating) was taken and disposed. The procedure was aborted.